Manufacturer narrative:
Visual examination of the returned lens revealed that one haptic and a piece of the optic were torn off. Also, it was noted that the other haptic was bent and the optic was torn in two places. Functional testing could not be performed due to the observed damaged condition of the lens. (B)(4).

Event description:
The surgeon reports performing cataract surgery with attempted implantation of an li61aor intraocular lens using the ez-28 delivery device. Intraoperatively, the surgeon noted that a haptic was protruding, and subsequently removed the iol and implanted another intraocular lens. The incision wound was sutured. Additional information has been requested. Reference MDR # 1119279-2011-00031.